Manufacturer narrative:
Acquiring additional information on the status of the unit. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is: (B)(6).

Event description:
It was reported that following preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) unit required batteries. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields - e1(site country), h6(type of investigation, investigation findings, component codes, investigation conclusions). E1(event site postal code - (B)(6), event site state - england). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the batteries to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.